Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-mar-2022. H6: investigation summary thirteen open 32g x 4mm pen needle samples were returned. No teardrop labels were returned therefore it cannot be confirmed how many were received from lot. No. 1019179 and lot. No. 0112354. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on six samples and a broken non patient end of cannula was observed on the remaining seven samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 13 bd ultra-fine¿ pro pen needles were unable to deliver medication. The following information was provided by the initial reporter : the pharmacy reported that a patient reported that the needles were not penetrable.

Event description:
It was reported that 13 bd ultra-fine¿ pro pen needles were unable to deliver medication. The following information was provided by the initial reporter : the pharmacy reported that a patient reported that the needles were not penetrable.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 1019179 ¿ device expiration date : 31-jan-2026. Device manufacture date : 19-jan-2021. Lot # : 0112354 ¿ device expiration date : 30-apr-2025. Device manufacture date : 21-apr-2020. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.